Event description:
It was reported that flex video scope failing in the washer. The issue occurred during reprocessing. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the results of the legal manufacturer's final investigation. Updated fields: d8, h3, h4, h6, h11. The device was returned to olympus for evaluation and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no air fed and water supply/removal ability doesn't meet the standard value due to clogging of nozzle. A definitive root cause could not be established. Based on the results of the investigation, it is likely that the following led to the malfunction: failed in washer due to no air was fed and water supply/removal ability doesn't meet the standard value due to clogging of nozzle which is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.